Manufacturer narrative:
Eval code method for the system reported device was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the acute kidney injury resolved 4 days following onset. The creatinine returned to baseline and measured 1.34.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while deploying the valve the patient developed complete heart block. Temporary pacing was initiated. The valve was recaptured and repositioned, but complete heart block continued. Several attempts were made to discontinue the pacemaker, but persistent heart block was noted. After the access sheath was withdrawn from the patient, hemostasis was attempted with the deployment of a previously placed non-medtronic proglide. Due to persistent bleeding, a balloon was inflated in the area for ten minutes. Bleeding continued at the access site; therefore, a covered stent was placed and then post-dilated. Good flow was observed through the access site to the popliteal fossa with no further bleeding noted. While in the post-anesthesia care unit, the patient complained of abdominal pain. Images of the kidney, ureter, and bladder were ordered and revealed mildly dilated small bowel loops - mild ilius. A nasogastric (ng) tube was placed and remained in place overnight. In the morning on the first post-operative day, the patient had no further complaints and the ng tube was removed. Electrophysiology was consulted and a dual chamber permanent pacemaker was implanted. On the second post-operative day, a blood sample was obtained and showed mild, acute kidney injury. Fluids were administered via intravenous therapy. The creatinine level began to decrease and on the third post-operative day, the patient was discharged home in stable condition.

Manufacturer narrative:
Corrected data: other relevant device(s) are: product ID: d-evolutfx-2329, lot #: 0012143354, ubd: 2026-02-08, UDI#: (B)(4). E. Initial reporter facility name h6. Patient code added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.